Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), current risk file and trend reports. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the device blade started smoking, plastic sheath around started to melt and unravel. Due to no device return, a physical investigation could not be performed. The customer's complaint of the blade smoking and the plastic sheath melting was unconfirmed as the device was not returned. The instructions for use states " this product is for single use only. It has not been designed to be re-used or re-sterilized. Reprocessing may lead to changes in material characteristics such as metallic corrosion and dulled edges, ceramic and plastic deformation or splitting which may impact the strength of the device and compromise device performance." If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device history records (DHR) review and evaluation. Please see updated sections: PMA/510k, if follow-up, what type, device evaluated by MFR and device manufacture date. The device history records for this device were reviewed. The device was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The customer's complaint of the blade smoking and the plastic sheath melting was unconfirmed as the device was not returned. As stated on the IFU and as a preventive measure, the user manual states : " this product is for single use only. It has not been designed to be re-used or re-sterilized. Reprocessing may lead to changes in material characteristics such as metallic corrosion and dulled edges, ceramic and plastic deformation or splitting which may impact the strength of the device and compromise device performance."

Manufacturer narrative:
The subject device was not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the 70139033 blade started smoking and the plastic sheath around started to melt and unravel. There was no patient injury or harm reported due to the event.